Event description:
It was reported the system would not boot. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.